Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a piece of plastic foreign matter was found in a 20 ml bd¿ syringe with bd luer-lok¿ tip, before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: a sample was received in the columbus plant for evaluation. The sample was received with a syringe and a piece of foreign matter taped to a piece of paper therefore it is unknown where the foreign matter originated from. No batch number was provided for a DHR/qn review. Root cause is unknown, origin of foreign matter is unknown. \